Manufacturer narrative:
Service visually inspected the device. The device failed visual inspection due to damaged front enclosure, rear enclosure, and pivot cap. Verified discrepancies through visual inspection. Confirmed customer¿s complaint that the device stopped delivering and showed the screen new patient yes/no (n250). Could not confirm customer¿s complaint that the device shut down on its own or that the device did not alarm. Device failed self-test with n250 door open while pumping. During investigation the device would intermittently stop and alarm with door open while pumping n250 alarm. Review of the event alarm log shows that the device alarmed with the n250 on october 20, 2022. There were no other entries close to the date that customer reported date of 10/19/2022 in the event alarm logs. There was no automatic shutdown reported in the event alarm logs during the time of the reported event. Device passed alarm loudness test. Temporarily replaced the fluid shield and cap pivot. Device no longer alarms with n250 door open while pumping. Probable cause for the complaint that the device stopped delivering and show the screen with message new patient? Yes/no (n250). Is defective / worn fluid shield and physical damage to the cassette door cap pivot. Probable cause for the reported device did not alarm was not found for the device passes alarm loudness test and the device alarmed with n250 door open while pumping. Probable cause for the device shutting down on its own was not found. The device did not shut down after the n250 alarms and is there no evidence in the event alarm log history that an uncontrolled shutdown happened. In addition, an r&d analysis summary was provided. Engineering evaluated the pump screen displaying ¿new patient¿ question was presented as reported due to the pump door being reported open and closed during delivery, and (given the repeated occurrences being unlikely for a nurse to intentionally cause without noticing) that the door open detection was probably spurious due to unreported physical damage to the pump front door or fluid shield. To repeat, the probable cause is physical damage to the pump device. With this probable cause, the customer¿s complaint is confirmed. Engineering recommends this pump be sequestered and returned to ICU medical service center for evaluation and, if needed, repair of damaged case and/or fluid shield. D9: device returned to manufacturer 10-jan-2023.

Event description:
The event involved a plum 360 infusion pump. The customer reported that the pump was actively delivering medication. The nurse checked on the pump and found that the screen said, ¿new patient?¿¿. The nurse selected ¿no¿, and the pump shut down. The unit did not alarm, and it was operating in ac mode. It is not known how long the pump had been infusing or what medications were being infused. There was patient involvement but no patient injury or harm was reported.

Manufacturer narrative:
The device is expected to be returned for investigation. However, it has not yet been received.